Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the zap tip and primary coil section, moreover the zap tip was detached. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16oct2024. It was reported that the coil failed to advance and got stretched. The patient presented with splenic aneurysm underwent an embolization. A 6mm x 20cm interlock .035 coil infused with heparin saline was selected for use. During the procedure, a non-boston scientific (bsc) angiography catheter was used to reach the lesion site. However, upon deployment, it was noted that the position of the coil was unsatisfactory. After the withdrawal, the catheter could not be pushed out again due to obvious resistance, and it was found that the coil had been stretched. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure. However, device analysis revealed the zap tip was detached.